Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. Lens was removed due to a knick on the lens. Believed the knick to have been there before the insertion into the eye. There was no patient injury. No further information.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem codes: (B)(4) - no consequences or impact to patient; lens (iol), torn, split, cracked. Evaluation method: lens work order search. Results: visual inspection of the returned product found optic and haptic are torn. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: device history record review : after review of the device history records, nothing in the manufacturing process was determined to be the root of the cause of the complaint. As the lens was noticed to be damaged after it was implanted, it thereby indicates that it was manipulated at the doctor's facility. It is the most likely root cause that the lens damaged was caused by handling and manipulation of the lens by the user. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).